Manufacturer narrative:
A steris service technician arrived onsite to inspect the sterilizer and found that the pressure control switch was damaged. As the pressure switch was damaged, this allowed water to leak through the pressure switch resulting in the reported event. The technician replaced the pressure switch, tested the unit, confirmed it to be operating according to specification, and returned it to service. No additional issues have been reported.

Event description:
The user facility reported water was leaking from their amsco 600 sterilizer. No report of injury.